Event description:
Caller reported difficulty in pressing the quick bolus/wake button on the pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as values remained within the normal range. Technical support advised the customer on temporary measures to operate the pump and decided to replace the faulty device. The customer will continue using the current pump until the replacement arrives and agreed to return the problematic pump within ten days using a pre-paid label.